Manufacturer narrative:
On march 1, 2022, mentor became aware that the correct date of explantation was on (B)(6) 2022. The patient's implants were replaced with the following: (right) 275cc mentor memorygel breast implant catalog: 3502751bc, lot: 9676329, sn: (B)(6) and (left) 275cc mentor memorygel breast implant catalog: 3502751bc, lot: 9676329, sn: (B)(6). On march 8, 2022, the mentor failure analysis lab received the device for evaluation. On march 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. They were diagnosed during an in-office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Manufacturer narrative:
On february 14, 2022, mentor became aware that the patient has been scheduled for implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.